Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an undefined malfunction occurred and there was no touchscreen display. Customer's blood glucose was 267 mg/dl. The customer confirmed that an alternate method of insulin therapy was available.